Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that an outflow graft bend relief disconnect was detected on a recent x-ray. Upon review of past x-rays, evidence of the disconnect was found shortly after the implant in (B)(6) 2011. The recent x-ray did not reveal any change in positioning from the (B)(6) 2011 x-ray. The pt's parameters and labs are normal and pt is asymptomatic. A decision was made to continue to monitor symptoms; lab work and interval x-rays.

Manufacturer narrative:
The pt remains ongoing with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Reports of disconnection of the bend relief from the sealed outflow graft have been addressed through the manufacturer's corrective/preventative action system, updated device labeling, an urgent medical device corrective notice (2916596-2/24/12-001-c) and a sealed outflow graft bend relief collar (sobr collar) used to secure the bend relief to the sealed outflow graft and increase the assembly's resistance to forces that would tend to dislodge the bend relief. This design modification was approved in a PMA supplement and has been implemented.